Event description:
Reportable based on analysis completed on (B)(6) 12. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the device was unable to cross the lesion. The 90% in stent restenosed target lesion was located in a moderately common iliac artery. Manufacturer stent is unknown. A v-19 200cm, 12cm control wire could not cross the lesion. The procedure was completed with a different. No patient complications were reported and the patient's status is good. However, returned analysis revealed peeled guide wire coating.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: device was received in with its original pouch, loaded inside the hoop. Distal tip was bent. The entire length of the wire was examined and anomalies were observed. The device presents the coating severely scrapped (peeled) along the entire body. The ptfe was properly attached to the guide wire. Guide wire presents a kink 2.5 cm from the poly tip which was measured using a calibrated steel ruler. The device appears to have been pulled or pushed against resistance. The guide wire is within outer diameter specifications. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).